Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade 4 and restricted posterior leaflet. A mitraclip ntw was implanted, reducing the mr to a grade of 2. However, post procedure, it was recognized that the clip had expired. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. There is no indication of a product issue with respect to manufacture, design or labeling.